Event description:
It was reported to medtronic minimed that the customer experienced crack on the battery compartment. The customer reported no adverse event. Troubleshooting was performed. The event involved product(s) mmt-1884. No harm requiring medical intervention was reported. Mmt-1884 was requested and the product was returned for the analysis.

Manufacturer narrative:
P-cap locked in place properly during testing. After battery installation unit powered on with unexpected flashing medtronic logo. After multiple attempts to download medtronic logo persisted. Proceeded by cutting unit open and performed a visual inspection of electronic assemblies. Per visual inspection, moisture damage was noted on: pcba1 and lcd flex connector gold traces. Isolate to electronic stack. Unit also received with: broken battery tube threads, cracked case (battery tube), cracked case, pillowing keypad overlay, scratched case, and stained keypad overlay customer concern for cosmetic damage at battery compartment was also confirmed per visual inspection. Unit powered on with flashing medtronic logo, triggered by corroded electronic assembly. Isolate to electronic stack. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.